Event description:
"Patient was found to have infected knee which will require 2-stage revision. Approximately 6 months post-op, underwent wash out procedure (B) (6) 2010."

Manufacturer narrative:
The following other devices were listed in this report: triathlon p/a ps beaded #4l cat# 5516f401; lot smd7n. Triathlon prim bead pa sez4 bp cat# 5526b400; lot smmty1, triathlon asymmetric x3 patella cat# 5551-g-299; lot 945g. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. A supplemental report will be submitted upon completion of the investigation.